Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from january through october, 2021. It was later added that there was primary audible alarms, and battery date code OEM mn151119. There was bmv security seals on plunger head and bottom case housing. Smiths tamper evident seal was missing from the battery compartment and altered on the plunger head. There was a non-OEM speaker, 7.6 ohms (not counting lead resistance of about 2.5 ohms). The j9 glue was removed. The OEM speaker counts l3, l4, and l5 equal 52, 115, and 172, respectively. Customer could not determine the cause of the alerts. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.